Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the sigmoid colectomy, when at the sigmoid colon, the removal/extraction of the stapler from the body was difficult. Since it was pulled out forcibly, the stapler was successfully removed and additional manual suturing was performed to reinforced the staple line. The surgical time was extended for 20 minutes as a result.